Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional nc trek rx referenced is being filed under a separate medwatch report.

Event description:
It was reported the procedure was to treat a lesion in the right coronary artery (rca). During post-dilatation, there was difficulty in removing the protective sheath from the 3.25 x 20 mm nc trek balloon, but was removed with some force. However, when the 3.25 x 20 mm nc trek balloon was to be loaded onto the guide wire, there was resistance and would not advance onto the guide wire. Therefore, the device was not used and exchanged with a new 3.25 x 20 mm nc trek. The second nc trek balloon had the same difficulty with removal of the protective sheath, but was able to be loaded onto the guide wire and advanced with some resistance in the vessel. However, the guide wire lost vessel access, and the physician decided to abort the procedure and was satisfied with the outcome. Reportedly, the loss of guide wire position was not due the nc trek balloon. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath; however the reported resistance met while loading on to the guide wire appears to be related to operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling,